Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported device break was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 5fr sheath using the preclose technique prior to a pedal and lateral plantar loop angioplasty procedure. Reportedly, the proglide device broke approximately 2 cm below the point where the silver portion meets the black portion. A second proglide device was used with the same results. The physician went back in with a 7fr sheath to remove the portion of the proglide device that broke off in the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was reported clinically significant delay in the entire procedure. No additional information was provided.